Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump are not working. The blood glucose reading is 104 mg/dl. The insulin pump will be replaced.